Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alarm even after changing the batteries. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the low battery alarm, and the customer received a replace battery alarm. This was the second occurrence of receiving a replace battery alert without receiving a low battery warning first. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the active current measurement test; it failed sleep current measurement and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was utilized and uploaded trace/history files properly. Pump error 25 occurred @ 05/13/25 03:00:00. The adapt tool lists the following battery related alerts/alarms around the event date: multiple 73=change battery occurred on 05/12/25 from 09:00:00 to 21:00:00. Unable to list any low battery/battery insertion cycles due to the lack of 104=low battery alerts listed in the adapt tool. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After inserting a known good pcba2 and a known good pcba1 into the original case, the sleep current measurement fell within specs. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the sleep current measurement read high. After replacing the internal battery with a known good internal battery, the sleep current measurement fell within specs. Finally after inserting a known good pcba2 onto the original pcba1 and then into the original case, the sleep current measurement fell within specifications again. In summary, the customer¿s report of short battery life was confirmed during testing. The high sleep current measurement, pump error 75s, and pump error 25s are due to a bad internal battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.